Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of an integrated apd set w/cassette; further described as ¿actual air bubbles in the cassette¿. This occurred during an unspecified process step of automated peritoneal dialysis therapy (apd). The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the hp. Proper procedures per the user manual were reviewed with the hp. Rts advised the hp to contact nurse for assistance on completing therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.